Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant additional information. The other two proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. A CT scan was performed in preparation of the procedure. Previous hip joint prosthesis obscured results of CT scan. Reportedly, the first proglide failed to capture the arteriotomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 8f and 14f. The tavr procedure was completed. During tightening of suture, a "flap" was created which blocked antegrade arterial flow. It was noticed the sutures had captured the posterior wall of the artery. Surgery was used to restore blood flow, repair the artery with a bovine pericardial patch and achieve hemostasis. The procedure with general anesthesia was prolonged. There was a clinically significant delay in the procedure and therapy. No additional information was provided.